Manufacturer narrative:
Pump was received with minor scratched lcd window, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube window, cracked end cap and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump is damaged at the battery compartment and the display. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that there is a chunk of plastic missing from the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.